Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have the red speaker wire broken from the bottom speaker, however the front speaker passed testing. The device has a broken bottom speaker wire but sound is still emitted from the front speaker as the secondary speaker is still functional. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported "no sound due to broken speaker wire". No consequences or impact to patient were reported.